Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had inaccurate readings on their sensor. Customer's sensor glucose read 72 mg/dl and their blood glucose was 129 mg/dl. The customer stated the threshold suspend feature would be activated due to the inaccurate readings. Customer was also unable to verify whether their sensor was bent or damaged. The customer declined to troubleshoot. No additional information provided.